Event description:
It was reported that the patient experienced bradycardia and presented to the emergency room. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and oversensing. A lead fracture was also identified. No intervention was performed. The patient was in stable condition.

Event description:
New information received indicates that the right ventricular (rv) lead was explanted and replaced on (B)(6) 2025.